Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Photographic device evaluation: visual analysis of the photographs identified: brown particle in the shell. White encapsulation in the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side "constant pain, which causes extreme discomfort and fear of movement" and "recall." Patient also reported "implant dystopia" (baker iii). Device has been explanted.